Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 300 units of insulin during the load sequence. Additionally, it was reported that a cartridge alarm 1 occurred during basal. Reportedly customer did not perform air removal step in loading process. A new cartridge was loaded to resolve the issue. Customer¿s blood glucose level was 195 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The tandem user guide instructs the user to remove any residual air from the cartridge. Device not returned.